Manufacturer narrative:
B5: corrected. E3: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple, transient pump stop events that appeared consistent with electrostatic discharge (esd). The account submitted log files for review due to concerning pump stop events. According to the account, the patient reported that the alarms occurred when they were plugged into a faulty outlet that did not make good connection. The system controller event log files contained relevant, partially overlapping events spanning from 05jun2024 to 14jun2024, per the timestamps, per the timestamps. Momentary pump stop events were observed 05jun2024 lasting at least 2 seconds, 06jun2024 lasting approximately 4 seconds, 07jun2024 lasting approximately 7 seconds, on 08jun2024 lasting approximately 3 seconds, and 14jun2024 lasting approximately 6 seconds which appeared consistent with esd events. Following the event, the pump resumed operation at the set speed without issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ includes electrostatic discharge in the ¿safety testing and classification¿ table of this document. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no documentation of patient symptoms related to the pump stops. The cause of the pump stop events could not be determined from the data recorded during the history. The patient did not require any treatment due to the pump stops.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review due to concerns of pump stop events. The unexplained pump stops occurred on various days, beginning on (B)(6) 2024 at 7:57, then on (B)(6) 2024 at 6:10, on (B)(6) 2024 at 4:05, on (B)(6) 2024 at 5:47, and on (B)(6) 2024 at 4:22. Most of the events were very brief and did not cause an alarm. The patient reported that the alarms occurred when they were plugged into a faulty outlet that did not make good connection.